Event description:
User facility report# 18-0088-1999-013 reports unit was in bipolar mode during ennucleation procedure when device "arched" and produced minor conjuctival burn to pt. Follow-up with customer revealed arch may have been caused by non-insullated forceps which were used with the cord but were not mfg or marketed by jjpi.